Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (r1007736201, r1007911601, r1007908601, r1008304701). It was reported that on 28 may 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 6.3mm and left coronary cusp (lcc) was 10.6mm. After the deployment of the valve, moderate paravalvular leak was observed. No additional intervention was performed. During the procedure, a left bundle branch block was observed after pre-dilation and later developed into a second-degree heart block on (B)(6) 2026. A permanent pacemaker was implanted on (B)(6) 2026 and the patient was subsequently discharged the following day. After discharged from the index hospitalization, the patient developed worsening renal function.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.